Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). The assignable cause for earth leakage current test was determined to be shorted power supply printed circuit board (pcb) due to fluid ingress. Baxter will continue to monitor similar reports to determine if further actions are required.